Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release.as a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s hospitalization for peritonitis. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. The cause of peritonitis cannot be determined. Peritonitis is a well-known potential complication is pd patients. The patient¿s pd culture yielded growth of corynebacterium which is an organism that is normally found on human skin. Therefore, it is possible the peritonitis event was related to skin contamination during the pd exchange which is a well-established risk factor for peritonitis in pd patients. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized for peritonitis. There was no specific allegation this adverse event was due to any deficiency or malfunction of a fresenius device or product in the initial reporting. Upon follow up with the pdrn, it was reported this patient was admitted to the hospital on (B)(6) 2020 peritoneal effluent fluid cultures were taken in the hospital on (B)(6) 2020 which presented with corynebacterium. It was reported on an unknown date during hospitalization the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis. The patient also received vancomycin (dose not provided) and gentamycin (dose not provided) intravenously. On (B)(6) 2020, the patient was discharged continuing outpatient hemodialysis. Reportedly, the patient has recovered from the event. The nurse indicated the cause of the peritonitis was unknown. However, the nurse reported the event was not related in any way to use of any fresenius device product or drug. Additionally, there no reported fluid leaks associated with the event.